Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the scs ipg was inoperable due to the patient stopped using and recharging their scs system for an unknown period of time due to being pain-free. Reportedly, surgical intervention is pending to address the issue.

Manufacturer narrative:
Evaluation codes - additional information was obtained from product analysis

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was replaced with a new model which resolved the issue.